Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during basic occlusion test and was unable to prime during prime test due to faulty force sensor. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump is alarming. Customer states that insulin is squirting out during the manual prime process. The blood glucose reading is 113 mg/dl. Nothing further reported.